Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male patient of unknown age or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen ergo burgundy/clear pen body with an opaque cartridge holder attached was reported to have leadscrew that would not go forward. This humapen ergo, burgundy/clear pen body with an opaque cartridge holder attached was associated with product (B)(4), lot a1472. The returned device was found to have two broken opaque cartridge holder engagement tabs. The operator of the device was the patient. It was unknown if the user was trained. This device model was used for approximately two years. The device was returned on (B)(6)2010. Update (B)(4) 2010: additional information received (B)(4) 2010 via global product complaint database. Added device specific safety summary. Selected device subcomponent of opaque cartridge holder. Amended narrative to reflect opaque cartridge holder. (B)(4).

Manufacturer narrative:
Evaluation summary: the user returned the complaint device to the manufacturer for investigation (lot a1472, manufactured april 2000). Both opaque cartridge holder engagement tabs were broken. This malfunction may cause an underdose. Corrective action: a new cartridge holder design was developed and introduced in september 2000 with lot a1493. This design eliminates stress on the engagement tabs and any undesirable surface features. No further corrective actions are planned as the device manufacturing was discontinued december 2006. There is no evidence of improper use or storage. This report includes final evaluation findings. No additional information is expected.